Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error and is unsure what may have caused the error. The customer's blood glucose reading was unknown at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump was received with a critical pump error open book error and unable to download due to corroded electronic assembly. The motor assembly was also found with traces of corrosion per our visual inspection. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump had minor scratched display window, case and keypad overlay.